Event description:
The lay user/patient's wife contacted livescan in 03/2006 and alleged that the patient's one touch ultra meter was giving the error 4 message. The medical affairs specialist was unable to reach the reporter or the patient via phone after several attempts to obtain further information . A letter was also sent to the address provided. The patient went to his doctor since he was not able to test on the meter due to the error 4 message. He was experiencing dry mouth and blurry vision. The doctor's meter result was 300mg/dl and was given oral medication for diabetes at the doctor's office. At the time of the troubleshooting, it was verified tha tthis was not a new product. The patient's testing technique was reviewed to be correct and the condition of the test strips was also good. However, the reporter was unable/unwilling to answer if the error 4 message still appeared after a retest over the phone. Although there is insufficient information (events leading to the high symptoms, patient's diabetes medication regimen, and if the error 4 message was resolved). The complaint is reported because the patient could not use the meter at the time of concern and the patient was treated for hyperglycemia by a medical professional. A replacement meter, control solution, and test strips were sent to the lay user/patient.